Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance values on the superior vena cava (svc) coil. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the svc (superior vena cava) coil of the right ventricular (rv) lead was programmed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.